Event description:
It was reported that during interrogation it was observed that there was a lead warning for low impedance on the right atrial (ra) lead. The lead impedance had been trending down. Provocative testing was unable to reproduce low impedances. Programming to bipolar improved the impedance readings, so it was likely the device would be programmed unipolar pacing and bipolar sensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead (B)(6) 2006. (B)(4).